Manufacturer narrative:
Device remains in vivo and images were not provided for review. The problem as reported cannot be confirmed. Review of records found no other event of this nature has been reported over the past 36-months. No conclusions can be made at this time.

Event description:
Contact reports that a follow up x-ray showed a crack in the swift cervical plate. Plate was implanted on (B)(6) and image was taken on routine follow up. There was no adverse outcome reported as a result of this issue and no action has been taken. As this could result in the need for surgical intervention an MDR is filed to document this event.